Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, downstream sensor pressure was high, which was observed during evaluation. The device failed to detect downstream occlusions at the high setting. The downstream pressure plate gap was out of specification. The downstream shim and pusher were replaced.

Event description:
It was reported that a spectrum pump's downstream sensor pressure was high. It was also reported there was no patient injury.